Event description:
Information received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found fluid in the siderail latch mechanism which prevented the siderail from latching. The technician cleaned the latch mechanism to repair the bed.